Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Customer changed the necessary supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.